Event description:
My dr prescribed oxygen therapy for me and a local company rented me a oxygen concentrator that had a fowl odor upon being brought into my home. It caused me to have chemical reactions and I ask if another one was available, another was brought out and when it was turned on it blew air out and smelled the same so they took them. Meanwhile I cannot get the chemical residue out of my home. Its in my wood floors, air, ac and washing machine and dryer. I get a hairspray taste in my mouth if I go in that room it spent the day or the heat or air comes on etc. It has caused me to have neuropathy and red eyes. The company says it is sprayed with simple green, madicide one and pesticides between customers and it was a 10 year old machine. Retailer: (B)(6). Retailer state: (B)(6). Purchase date: (B)(6) 2017. May we include your report, including any documents or photographs that you have attached to your report, but w/o your name and contact information, in cpsc's public database: yes, you may include my report with any attachments on saferproducts.gov. May we release your name and contact information to the product manufacturer/importer/private labeler identified in your report: yes, you may release my name and contact information to the product manufacturer/importer/private labeler.